Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of hip components approximately 17 years post operatively due to reported polyethylene wear and pain.  Due to a well fixed, fully on grown stem, surgeon performed an extended trochanteric osteotomy to remove the femoral stem.   A pseudotumor of undefined size was sent for further analysis by the hospital and there was a report of metalosis resulting from polyethene wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of polyethylene wear with being implanted for 17 years.

Event description:
Revision of hip components approximately 17 years post operatively due to reported polyethylene wear and pain.  Due to a well fixed, fully on grown stem, surgeon performed an extended trochanteric osteotomy to remove the femoral stem.   A pseudotumor of undefined size was sent for further analysis by the hospital and there was a report of metallosis resulting from polyethene wear.